Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A follow up report will be submitted when the product is received.

Event description:
It was reported that during testing, the device caused a handpiece to run without user activation. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.